Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a device and stapler were used during hand assist hemicolectomy. While using the stapler, the sealing device had no seal. There was a regrasp alert but there was no end tone heard and there was no evidence of any energy delivery. Accordingly, the seal cycle would not complete even after several activations and the pedicle was ultimately stapled. While using the stapler there was a loud noise heard after firing and the tilt top anvil of the stapler was broken and fell into the patient¿s cavity. They remove the separated anvil from the colon in order to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of three photos and one device. The device displayed nicks on the knife blade and the anvil head was broken off. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damages may occur if the instrument is applied over an obstruction. The root cause of the observed damages was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.